Event description:
Type 1 diabetic that uses dexcom ccm technology upgraded from the g6 model he has been using with no issue for over a year, to the newly approved g7 model. The new g7 sensor was placed on the arm as instructed, but never functioned as it was supposed to. After a support session the customer service representative advised to remove the faulty sensor and try a new one in a different location of the body, so it was removed, and the new sensor was placed on the abdomen. That sensor also did not function as it was supposed to, and shortly after was also removed. Both of the g7 sensors left redness and swelling, and the skin appears to have what looks like possibly a chemical burn in the perfect shape of the pad used to secure the sensor to the body, and both of those areas are still red and visible 11 days later. This was never an issue with the g6 sensors. Reference report mw5116539.